Event description:
Customer wrote in bayer simplewins chat session that she ran comparison blood tests between her contour usb and breeze2 meter. The contour usb read 100 mg/dl less than the breeze2. Although specific results were ot obtainable, depending on the readings, the difference could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined any troubleshooting. No product was sent and no product is expected to return for eval.